Event description:
IV placement catheter was being removed from patient's forearm. The patient requested that the tape around the catheter be cut to remove. In this process the catheter was cut off at the hub. There was an attempt to remove the catheter remaining in the patient. The catheter was not found, and subsequent x-rays did not identify any remaining catheterdevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.

Event description:
IV placement catheter was being removed from patient's forearm. The patient requested that the tape around the cahteter be cut to remove. In this process the catheter was cut off at the hub. There was an attempt to remove the catheter remaining in the patient. The catheter was not founddevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.